Event description:
On 4/22/99 rptr had the transurethral microwave thermotherapy using the targis t3 procedure done. The procedure lasted a total of 123 mins. Rptr had a small prostate with a small constriction. "The procedure by FDA standards is to last a total time of 90 mins. That is 20 mins to heat up. 60 mins to do therapy and 10 mins to cool down. My time was 123 mins. I had severe pain during the treatment and they put me out." "The results are: I could not walk without canes or a walker for 12 days. I had a catheter for 12 days and was in pain for the next 4 months. I lost my erection for over 3 months and do not have an ejaculation. I still have blood in my urine. I was basically burned throughout the groin and the nerves were damaged. I also lost 3 months of work. It was totally avoidable. The tumt should not be used until after a person has the right to have drug therapy and if that doesn't work to have a tuna. Transurethral needle ablation. They have had 14,000 cases and none loose their ejaculation nor their erection. The technician should have turned it off even if the dr was gone. The treatment should not last over 60 mins in fact it should be shortened if the prostate is small and if the constriction is small. According to the urology journal article this time can be reduced up to 30 mins. I was in such pain after 68 mins and instead of stopping the procedure I was put under and done for an add'l 45 mins. That was the end of me and now I have constant pain and the loss of sexual function. The targis should have warnings that the pt get a second opinion and that the treatment is dangerous and has serious side effects and that the recovery time can be over 4 months. That you may not be able to work. I wish I would never have had the procedure and hope the FDA does something to prevent this from happening to other men. The technician must be trained to turn the machine off after the 60 mins of therapy and that the entire treatment cannot exceed the 90 mins total. My life is ruined and this entire matter could have been avoided by not having a 123 min treatment time."